Event description:
The pt was reportedly experiencing retention issue. A skin flap surgery was performed; however, the issue did not resolve. The pt's device was explanted. The pt was reimplanted with another cochlear implant.